Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Additional information has been requested. (B)(4).

Event description:
A doctor reported an unspecified number of cases of intraocular lens (iol) material opacification in patients implanted more than 10 years ago. Low contrast sensitivity in these patients was reported. Pco was not observed.